Manufacturer narrative:
The device, intended for use in treatment, was return for evaluation. Our investigation included a visual inspection of the device and confirmed the nuts are broken on the rulers which confirmed the stated failure mode. This failure mode has been previously identified. Since the manufacturing of the complaint device, a design change was implemented to eliminate/reduce the occurrence of this failure. The lot number can¿t be read on this device. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the ruler was found to be broken and will not hold together. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the ruler was found to be broken and will not hold together. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.